Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the replacement was performed on 2018-(B)(6) and that the device will be returned for analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease and non-malignant pain. It was reported that the patient¿s device was giving her deep electrical shocks and she has to sit down right away. The patient turned stimulation down and it started feeling good, but the shocks hit hard. There was no trauma, fall, or activity associated with this issue. These shocks started occurring in (B)(6) 2018 about 5 days to a week prior to the report. The patient was redirected to her health care provider to have the device checked. There were no further complications reported.

Manufacturer narrative:
Product ID# 37714, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Additional review indicated conclusion code, results code, and method code are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient was having shocking that was positional. It was reported that impedances were normal. The rep thought the issue was adaptive stimulation, so she set up another program without adaptive stimulation and the patient still had the issue. The rep palpated the pocket and the patient received an increased stimulation sensation in the low back and legs. The issue was considered sudden. The patient occasionally falls. It was indicated she may have fallen around the time of the event. Reprogramming and possible revision were reviewed as the issue can't be programmed around. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that the manufacturer representative was meeting with the health care provider on (B)(6) 2018 to discuss the patient¿s condition. When the manufacturer representative had programmed the adaptive stim off, within 1-2 minutes of standing, the patient reported the shocking sensation. The manufacturer representative was able to reproduce the same shocking sensation by palpating the implantable neurostimulator pocket site with stimulation on. The patient had been instructed to turn the stimulation off until the health care provider makes a decision on how to proceed to resolve the issue. The shocking had not been resolved while the manufacturer representative was with the patient, and it has continued even when trying to program different electrodes. Since the stimulation was turned off, no shocking sensation has been reported. The manufacturer representative noted that based on physician practice, most likely he would replace the implantable neurostimulator. As of (B)(6) 2018, the issue had not yet been resolved, but the manufacturer representative was working with the health care provider. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.